Event description:
The customer reported the ventilator went vent inop while in use on a pt. The customer was uncertain if the ventilator alarmed during the event. There was no pt harm reported. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to an oxygen motor error. The service technician replaced the oxygen valve as a precaution. Performance verification testing was performed and the ventilator passed per operating specifications.